Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified. The product meets the specifications regarding the customer's allegation. E4 occlusion errors were found in the history, and the occlusion limits were tested successfully. The warning w1 (cartridge low) was found in the pump history. The mentioned w1 warning is not a malfunction of the pump. No malfunction was observed during the iu investigation.

Event description:
Patient reported experiencing concerns with the infusion device. Patient stated he received an a1 (cartridge low) alert with 104 units of insulin in the insulin cartridge. Patient reported immediately after that he got an e4 (occlusion) error message and the insulin cartridge was empty. Patient stated his blood glucose levels went up the last couple of days. Patient reported on (B)(6) 2013 his blood glucose level went up to 28.7 mmol/l (517 mg/dl). Patient's normal blood glucose level was not provided. Patient was sent a loaner infusion device and after he began using the loaner infusion device, his blood glucose level went down. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.